Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with patient's inratio meter: date: (B)(6) 2011, inratio: 1.6, retest inratio: 2.2. Customer initially got a 4nnn error, then the 1.6 result. Customer called and spoke to technical services and retested after having gone through testing procedures and received a 2.2 result. Patient's target therapeutic range is 2.0-3.0.